Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)-incomplete. The lot number was not reported. Associated mr#'s: (1221934-2018-54295); (1221934-2018-54292).

Event description:
It was reported by the distributor that a drill bit welded with the cannon of the guide during the placement within the ancillary guide rigid fix (ligamentoplasty surgery). The surgeon used another drill bit with the same code product and the same lot number : the same incident occured again but the surgeon with a clamp successfully disunited the cannon and the new drill bit. The surgeon succeeded after 2 attempts. Delay: 20-25 minutes. No patient impact.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and inspected. The complaint cannot be confirmed, as the trocar pins were not observed to be jammed inside the sleeves of the guide frame. The trocar sleeve cover was removed, and it was observed that both channels were heavily scratched and numerous striations were present along the channel. This failure may be attributed to the trocar pins not being fully seated inside the channel which may occur when the plate is not fully seated. When the trocar pins are not fully seated in the channel, they may spin when the drill is in use inside the trocar, thus causing the striations observed. However, given the information provided we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4). Associated medwatch report number: 1221934-2018-54295 and 1221934-2018-54292.

Event description:
Additional information received from the distributor on 09 july 2018: it was noted that signs of wear and friction was visible on the ends of the halftubes after removal of the drill guides which indicate a slide problem of the cannon and with the speed rotation of the drill its "cold solder" with the cannon.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number was not reported. Associated MFR¿s: 1221934-2018-54295; 1221934-2018-54292.